Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached while being retracted. It was also reported that the same issue occurred with another ruby coil. It is unknown how the procedure was completed. There was no report of an adverse effect to this patient.

Manufacturer narrative:
Please note the following section is being updated on this follow-up # 01 MFR report:3005168196-2020-01196. 1. Section b. Box 5. Describe event or problem. Evaluation of the first returned ruby coil confirmed that the embolization coil was detached from its pusher assembly. Further evaluation of the returned ruby coil revealed that the sr wire was fractured, and the pusher assembly was kinked. If the ruby coil is forcefully retracted against resistance, damage such as a sr wire fracture may occur. The kink in the pusher assembly was likely incidental to the reported complaint. Evaluation of the second returned ruby coil confirmed that the embolization coil was detached from its pusher assembly. Further evaluation of the returned ruby coil revealed that the sr wire was fractured. If the ruby coil is forcefully retracted against resistance, damage such as a sr wire fracture may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01197. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01197.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, two ruby coils unintentionally detached. It is unknown how the procedure was completed. There was no report of an adverse effect to this patient.